Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer contacted baxter's technical service center and reported a reload the set 201 alarm on the homechoice (hc). The home patient (hp) stated he used a different cassette and the same bags. The alarm repeated. The baxter technical service representative (tsr) instructed the hp in the future when replacing the cassette, the bags must be changed as well. The hp understood. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. No further information is available.